Event description:
It was reported that a vector of this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. The physician called technical services (ts) and requested evaluation of the stored lead vector data. Ts reviewed the data, discussed device programming optimizations and recommended a commanded shock testing. At this time the rv lead remains in service. No adverse patient effects were reported.